Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that diagnostic testing was performed on (B)(6) 2017 in which it was found that there was a low impedance on the right lead. The etiology was noted as related to the device or therapy, and not related to the implant procedure. There were no actions/interventions taken, with the issue unresolved and no further action planned. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp confirmed that there was no cause was determined with no related patient symptoms. Programming values were not available.

Manufacturer narrative:
Other applicable components are: product ID: 3708695, (B)(4), implanted: (B)(6) 2017, product type: extension, product ID: 3389-40, lot# va1ggjq, (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.